Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 (air in line) with the homechoice (hc) machine during drain 4 of 4. The patient disconnected in dwell 4 of 4. The technical service representative (tsr) assisted the home patient (hp) to clear the alarm by turning the hc off / on. The hp will finish with manuals. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient never reported this event, however, the patient has been seen since and has resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.